Manufacturer narrative:
Initial.

Event description:
It was reported that the patient and her daughter called regarding elevated blood glucose after breakfast while using the ilet with new fiasp insulin, expressing concern that glucose was 190 mg/dl and perceiving the insulin as ineffective; education and troubleshooting were provided advising time for the ilet to respond. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.